Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the "up" "down" and "ok" buttons were found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The keypad was removed and contamination was observed under the button contacts. Unrelated to the event, the battery compartment was found to be cracked and moisture was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.